Event description:
A biomedical engineer reported to olympus, the evis exera iii bronchovideoscope displayed no image during reprocessing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed. In addition, there was no data transmission. The forceps channel had a leak. The bending section cover glue was peeled off. Insertion tube had multiple dents. The control body had minor scratches. The customer label on grip was incorrect. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was provided regarding this event. There was no delay in procedure. There were no other devices involved with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device had leakage during user handling and water invaded the device, which likely caused the abnormality in electrical components causing no image to display. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.